Manufacturer narrative:
Clarification to b3: partial date of apr/2025 provided. Clarification to d6a: partial implant date of 1999 provided. However, this misaligns with the manufacture date of the reported device (01/jun/2004) and this field will be left blank until follow-up has been received. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii; siliconomas (granuloma).

Event description:
Healthcare profesional reported breast that has significantly increased in volume following a fall from standing height, capsular contracture baker grade iii, "axillary lymphadenopathy", ¿larger effusion¿, "breast became painful and hard", "fibrous capsule", "completely ruptured", "numerous false membranes", "large number of intramuscular siliconomas", "pectoral muscle is completely infiltrated with silicone". This record is for the left side. Device was explanted.